Manufacturer narrative:
The product was not returned. Photos were provided of the used company preloaded device. There appeared to be viscoelastic in the device. The plunger was oriented correctly. The plunger was retracted to the loading area. The lens was not pictured. Product history records were reviewed and documentation indicated the product met release criteria. A non qualified viscoelastic was indicated. The product was not returned. Photos were provided of the used company preloaded device. There appeared to be viscoelastic in the device. The plunger was oriented correctly. The plunger was retracted to the loading area. The lens was not pictured. The root cause for the reported broken haptic may be related to a failure to follow the instructions for use (IFU). A non qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company model iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the fill to line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company preloaded pre loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device. The IFU instructs after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be out of position can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implant procedure when the lens was exiting the preloaded device, the haptic got pinched by the inserter and detached. The surgery was completed with same model and same diopter on the same day. Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).